Event description:
It was reported that noise was present on the ventricular electrogram. It is suspected the problem is a loose setscrew. The physician was able to program around the noise at this time. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed oversensing. (B)(4). An elevated sic count can be an indication of noise.